Event description:
Per independent repair center, the unit would not start. The key failure was the pilot valve on the manifold being contaminated. Additional malfunction was the pcb on the control panel had a short circuit.